Manufacturer narrative:
One device was returned for repair. Event history found error code 45520, which is related to keypad issues. No prior service history was found. Replaced the keypad. Updated the software. Device passed all testing after repairs.

Event description:
It was reported that the device showed error code 45520. This occurred during testing, and there was patient involvement.

Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.